Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer received a voluntary medwatch (mw-5151051) in which the patient alleges that have been diagnosed with lung nodules. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's invetigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 28, 2024, and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5151051) in which the patient alleges that have been diagnosed with lung nodules. Medical intervention was not specified. After the first attempt to have the device and components evaluated, the customer has been responded but device has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section g and h updated in this report.